Manufacturer narrative:
The biomedical engineer (bme) reported that the unit gets a grey screen when turned on. It also makes a high pitched tone and then screen turns off. The high pitch tone remains even after the screen turns off. They also said that when the transmitter screen went out, they stopped seeing vitals at the central nurse's station (cns). They do not recall seeing any errors on the cns display. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the unit gets a grey screen when turned on. It also makes a high pitched tone and then screen turns off. The high pitch tone remains even after the screen turns off. They also said that when the transmitter screen went out, they stopped seeing vitals at the central nurse's station (cns). They do not recall seeing any errors on the cns display. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the unit gets a grey screen when turned on. It also makes a high pitched tone and then screen turns off. The high pitch tone remains even after the screen turns off. They also said that when the transmitter screen went out, they stopped seeing vitals at the central nurse's station (cns). They do not recall seeing any errors on the cns display. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the unit gets a grey screen when turned on. It also makes a high pitched tone and then screen turns off. The high pitch tone remains even after the screen turns off. They also said that when the transmitter screen went out, they stopped seeing vitals at the central nurse's station (cns). They do not recall seeing any errors on the cns display. No patient harm was reported. Investigation conclusion: the device was in the customer possession as of 7/2016. As such the root cause is likely related to aging of the device and normal wear and tear. As the zm transmitter is intended to be worn by patients, physical damage could occur when it comes into contacts with objects or surfaces. The gray screen and ceasing of monitoring are likely linked to the same root cause as they occurred at the same time. The root cause is also likely related to mishandling. The device was exchanged to resolve the issue. As this complaint is the only complaint found during complaint history review, a trend could not be identified.